Event description:
Boston scientific crm received information that this device was associated with increasing pace impedance measurements that were within specification for a right atrial lead. The lead was visually examined via fluoroscopy and no fractures were evident, and the lead measurements were fine when checked with a pacing system analyzer. The lead measurements returned to normal after the physician removed and re-inserted the lead's terminal pin and tightened the device setscrews. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.